Event description:
An allergan employee reported a possible "burkholderia" infection of a lap-band patient. Apparently the infection was observed 2 weeks post op. At this time, it is unknown what treatment had been prescribed and administered by the surgeon and the hospital staff. The follow up is in progress. Per review of the case with our microbiologist and manufacturing engineers, as well as the history of infections and medical devices it is highly unlikely that the infection was device-related. Nonetheless, allergan's approach is to resolve all doubts in favor of reporting. The investigation will be continued and any new information will be forwarded to the FDA in a follow-up report. Allergan requested additional information and the return of the device for product analysis. The device return is pending at this time.

Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant and explant dates. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the serial number and the implant and explant dates has been requested. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated. Special care must be used when handling the device because contaminants such as lint, fingerprints and talc may lead to a foreign-body reaction. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body."